Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair surgery on (B)(6) 2013 and mesh 15cm x 15 cm was implanted. Subsequently, she had 2 additional surgeries; reportedly the mesh split in several locations. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/05/2019. Additional narrative: it was reported that the patient underwent revision surgical procedures on (B)(6) 2014. (B)(4) submitted for adverse event which occurred on (B)(6) 2014. (B)(4) submitted for adverse event which occurred on (B)(6) 2014. (B)(4) submitted for adverse event which occurred on (B)(6) 2016.